Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. The customer's address is unknown. (B)(6), new jersey (nj), USA has been used as a default. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd phaseal optima connector (c35-o) leaked. The following information was provided by the initial reporter: " a nurse was disconnecting the optima injector and connector attached to a secondary infusion of etoposide. The nurse reports when she pulled the two pieces apart there was a small spray on to the side of her face and a few drops into her left eye."